Event description:
Customer reported pt undergoing treatment with an ohmeda spot phototherapy light received a burn on the abdomen. The treatment was reportedly stopped and the light was removed. There was reportedly no medical intervention or additional treatment administered as a result of the alleged burn to the pt after the light was removed. Product was evaluated by the clinical engineering department at the hospital and no problem was found.